Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in emergency room as result of high blood glucose level and diabetic ketoacidosis with blood glucose 813 mg/dl. Customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was treated for high blood glucose and diabetic ketoacidosis with intravenous insulin infusion in the emergency room. The customer did not report symptoms or significant events leading to the incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. It was also reported that the drive support cap was normal and customer not able to performed displacement test as they did not have pump clip. The insulin pump will not be returned for analysis.